Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent a replacement from activa rc to percept rc. Upon skin incision to open the stimulator pocket, a white, ointment-like substance oozed from the pocket, and a possible pocket infection was suspected. A swab of the substance was taken for culture testing, with results pending. No changes or damage were visible on the stimulator or the lead. The stimulator pocket was flushed with antibiotics and cleaned, and an antibiotic infusion was administered. The neurostimulator was explanted and discarded. The patient was reported alive with no injury, and no patient complaints regarding the stimulator were reported before or after the procedure.

Event description:
Additional information was received reporting that there was one sample positive for staphylococcus caprae, two samples negative. Cefuroxime was given intravenously and by mouth. The issue is still under clinical observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.